Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the crem module (a57219) was defective and replaced the module. The fse also replaced a defective console (a92865) that was over (B)(6) years old. (B)(4).

Event description:
A customer reported their dxc 800 pro instrument generated a false low crem (creatinine, modular chemistry) result of <0.1 mg/dl. The sample was repeated on the same instrument and yielded a result of 0.9 mg/dl which was reported outside of the lab. The physician questioned the 0.9 mg/dl result so the customer reran the original patient sample on the same instrument obtaining a higher result of 3.16 mg/dl. The report was amended. There was no impact to patient treatment.